Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
During the inspection of the 5mm ratcheted handle 33cm the insulation was noticed to be compromised. Visible crack towards the distal end was confirmed, also dings and scratches were seen throughout the shaft. The probable root cause could be due to sterilization process and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.